Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing causing recorded atrial tachycardia/atrial fibrillation (at/af) episodes to be falsely/early terminated. The ra lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing causing recorded atrial tachycardia/atrial fibrillation (at/af) episodes to be falsely/early terminated. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.